Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, "the infusion pump was faulty reading "close door" in the process of changing the channel the clip on the infusion line that goes into the channel was unclamped therefore medication was bolused approx. 25mls went in before I was able to clamp the roller." There was patient involvement but no harm.